Manufacturer narrative:
The reported event of visibility issue was confirmed based on the provided log files. However, no product malfunction was identified. Based on the log files a mask registration was performed successfully as well a tracker transfer. The positioning of the mask-leds in relation to the communication unit and the camera, certain draping or ambient light could cause or contribute to the reported event. The system freeze could not be confirmed.

Event description:
It was reported that during the course of a navigated procedure using cranial software, the instruments would stop tracking intermittently and the system setup screen would freeze. The issue was unable to be resolved and the use of navigation was aborted. Traditional methods were used to successfully complete the procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.

Event description:
It was reported that during the course of a navigated procedure using cranial software, the instruments would stop tracking intermittently and the system setup screen would freeze. The issue was unable to be resolved and the use of navigation was aborted. Traditional methods were used to successfully complete the procedure. No adverse consequences, no medical intervention, and no clinically significant delay were reported with this event.